Event description:
It was reported that one syringe 0.3ml 31ga 6mm wholeunit 10bag had a foreign matter on the needle. The following information was provided by the initial reporter: it was reported needle defect or glue issues. Verbatim: needle defect or glue issues.

Manufacturer narrative:
H6: investigation summary: customer returned (100) 3/10cc, 6mm, 31g syringes in sealed poly bags with the shelf carton from lot # 9252570. Customer states that there is a glue issue. Thirty out of 100 returned syringes were examined and no foreign matter was observed on any of the samples. No defects were observed on these samples. A review of the device history record was completed for batch# 9252570. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200845676, 200845565, 200845567, 200845495] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that one syringe 0.3ml 31ga 6mm wholeunit 10bag had a foreign matter on the needle. The following information was provided by the initial reporter: it was reported needle defect or glue issues. Verbatim: needle defect or glue issues.